Event description:
Pt was undergoing biopsy and micropuncture access wire become lodged subcutaneously. Attempts to dislodge the wire resulted in a small fragment breaking off in the pt's subcutaneous tissue. Eval of pt was performed and decision made to leave the broken piece of wire in the pt's subcutaneous tissue.

Manufacturer narrative:
Product in question was not returned to argon medical for eval. No specific lot number was provided. Based on sales history with this customer, four potential lots for this tissue was identified (11022255, 11017314, 11019031 and 11021216). The device history records were reviewed for any discrepancy report and no anomaly was found. No complaint associated with the specific guide wire utilized in this kit was found. The instructions for use contains the following statements: warning: withdrawal, pullback, or manipulation of the guide wire when resistance is met may cause guide wire damage, breakage, or embolism. If an obstruction is met that cannot be passed, remove needle and guide wire together and select another instruction site. Do not attempt to withdraw guide wire backwards through needle or catheter as this may result in shearing guide wire or damaging catheter. Argon medical is unable to determine root cause since the sample has not been returned for eval.